Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') and device expulsion ('one insert came out 2 years ago / saw silver string when she used rest room two years ago/ saw one of the coils in the commode') in an adult female patient who had essure (batch no. 927075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities, human papilloma virus immunisation ((B)(6) 2005) and pap smear abnormal ((B)(6) 2005). Previously administered products included for an unreported indication: dtap and tdap. Concurrent conditions included overweight, dry mouth, weight loss, scar (left breast) and hives. Concomitant products included phentermine for weight loss as well as beta-lactamase sensitive penicillins, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and promethazine. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in my abdominal area"), alopecia ("hair loss"), itchy skin ("constant itching/hair itching"), fear ("constant fear"), menorrhagia ("menstrual cycles became heavier"), asthenia ("energy many times was at a low point"), stress ("stress"), anxiety ("anxiety"), overweight ("overweight"), allergy to metals ("nickel allergy") and itchy scalp ("my hair has stopped itching"). The patient was treated with surgery (essure removal, tubouterine implantation, bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, itchy skin and fear had resolved, the device expulsion, abdominal pain, alopecia, menorrhagia, asthenia, stress, anxiety, overweight and allergy to metals outcome was unknown and the itchy scalp was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, device expulsion, fear, itchy skin, menorrhagia, overweight, pelvic pain, stress and itchy scalp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on(B)(6) 2017: 207 mg/dl. Blood triglycerides - on (B)(6) 2017: 28 mg/dl. Lot number: 927075, manufacture date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: fu (10), fu (11) & fu (12) process together. Event :my hair has stopped itching were added on 1-oct-2019: fu (10), fu (11) & fu (12) process together. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') and multiple episodes of device expulsion ('one insert came out 2 years ago / saw silver string when she used rest room two years ago', 'saw one of the coils in the commode') in an adult female patient who had essure (batch no. 927075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities, human papilloma virus immunisation (B)(6)2005) and pap smear abnormal (B)(6)2005). Previously administered products included for an unreported indication: dtap and tdap. Concurrent conditions included overweight, dry mouth, weight loss, scar (left breast) and hives. Concomitant products included phentermine for weight loss as well as beta-lactamase sensitive penicillins, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and promethazine. In (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced the first episode of device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criterion medically significant), abdominal pain ("pain in my abdominal area"), alopecia ("hair loss"), pruritus ("constant itching/hair itching"), fear ("constant fear"), menorrhagia ("menstrual cycles became heavier"), asthenia ("energy many times was at a low point"), stress ("stress"), anxiety ("anxiety"), overweight ("overweight") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal, tubouterine implantation, bilateral). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, pruritus and fear had resolved and the last episode of device expulsion, abdominal pain, alopecia, menorrhagia, asthenia, stress, anxiety, overweight and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, fear, menorrhagia, overweight, pelvic pain, pruritus, stress, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on (B)(6)2017: 207 mg/dl. Blood triglycerides - on (B)(6)2017: 28 mg/dl. Lot number: 927075. Manufacture date: 2011-12. Expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') in an adult female patient who had essure (batch no. 927075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities, human papilloma virus immunisation (11/14/2005) and pap smear (11/14/2005). Previously administered products included for an unreported indication: dtap and tdap. Concurrent conditions included overweight, dry mouth, weight loss, scar (left breast) and hives. Concomitant products included phentermine for weight loss as well as beta-lactamase sensitive penicillins, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and promethazine. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced the first episode of device expulsion ("one insert came out 2 years ago / saw silver string when she used rest room two years ago"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of device expulsion ("saw one of the coils in the commode"), abdominal pain ("pain in my abdominal area"), alopecia ("hair loss"), pruritus ("constant itching/hair itching"), fear ("constant fear"), menorrhagia ("menstrual cycles became heavier"), asthenia ("energy many times was at a low point"), stress ("stress"), anxiety ("anxiety"), overweight ("overweight") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal, tubouterine implantation, bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pruritus and fear had resolved and the last episode of device expulsion, abdominal pain, alopecia, menorrhagia, asthenia, stress, anxiety, overweight and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, fear, menorrhagia, overweight, pelvic pain, pruritus, stress, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on (B)(6) 2017: 207 mg/dl. Blood triglycerides - on (B)(6) 2017: 28 mg/dl. Most recent follow-up information incorporated above includes: on 9-aug-2019: lot no. Was added. New events - pain in my abdominal area, hair loss, constant itching/hair itching, constant fear, menstrual cycles became heavier, energy many times was at a low point, stress, anxiety, overweight and allergy to nickel were added. Outcome of event - pelvic pain, hair itching, fear were updated as recovered / resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') and device expulsion ('one insert came out 2 years ago / saw silver string when she used rest room two years ago/ saw one of the coils in the commode') in an adult female patient who had essure (batch no. 927075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities, human papilloma virus immunisation (B)(6) 2005) and pap smear abnormal (B)(6) 2005). Previously administered products included for an unreported indication: dtap and tdap. Concurrent conditions included overweight, dry mouth, weight loss, scar (left breast) and hives. Concomitant products included phentermine for weight loss as well as beta-lactamase sensitive penicillins, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and promethazine. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in my abdominal area"), alopecia ("hair loss"), itchy skin ("constant itching/hair itching"), fear ("constant fear"), heavy menstrual bleeding ("menstrual cycles became heavier"), asthenia ("energy many times was at a low point"), stress ("stress"), anxiety ("anxiety"), overweight ("overweight"), allergy to metals ("nickel allergy") and itchy scalp ("my hair has stopped itching"). The patient was treated with surgery (essure removal, tubouterine implantation, bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, itchy skin and fear had resolved, the device expulsion, abdominal pain, alopecia, heavy menstrual bleeding, asthenia, stress, anxiety, overweight and allergy to metals outcome was unknown and the itchy scalp was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, device expulsion, fear, heavy menstrual bleeding, itchy skin, overweight, pelvic pain, stress and itchy scalp to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (as per pif, discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on (B)(6) 2017: 207 mg/dl. Blood triglycerides - on (B)(6) 2017: 28 mg/dl. Lot number: 927075. Manufacture date: 2011-12. Expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') and device expulsion ('one insert came out 2 years ago / saw silver string when she used rest room two years ago/ saw one of the coils in the commode') in an adult female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities, human papilloma virus immunisation ((B)(6) 2005) and pap smear abnormal ((B)(6) 2005). Previously administered products included for an unreported indication: dtap and tdap. Concurrent conditions included overweight, dry mouth, weight loss, scar (left breast) and hives. Concomitant products included phentermine for weight loss as well as beta-lactamase sensitive penicillins, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and promethazine. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in my abdominal area"), alopecia ("hair loss"), itchy skin ("constant itching/hair itching"), fear ("constant fear"), heavy menstrual bleeding ("menstrual cycles became heavier"), asthenia ("energy many times was at a low point"), stress ("stress"), anxiety ("anxiety"), overweight ("overweight"), allergy to metals ("nickel allergy") and itchy scalp ("my hair has stopped itching"). The patient was treated with surgery (essure removal, tubouterine implantation, bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, itchy skin and fear had resolved, the device expulsion, abdominal pain, alopecia, heavy menstrual bleeding, asthenia, stress, anxiety, overweight and allergy to metals outcome was unknown and the itchy scalp was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, device expulsion, fear, heavy menstrual bleeding, itchy skin, overweight, pelvic pain, stress and itchy scalp to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (as per pif, discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on (B)(6) 2017: 207 mg/dl. Blood triglycerides - on (B)(6) 2017: 28 mg/dl. Lot number: 927075 manufacture date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter, rcc and essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain/pain radiating from left side') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced the first episode of device expulsion ("one insert came out 2 years ago / saw silver string when she used rest room two years ago"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the second episode of device expulsion ("saw one of the coils in the commode"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the last episode of device expulsion outcome was unknown. The reporter considered pelvic pain, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 23-jul-2019: case category changed to incident as essure removed, drug withdrawn updated. Essure removal date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.